Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the clock battery was due for replacement at this time, the device alarmed 1260, 1261, and 1264. Error code 1260 typically indicates a problem with the real time clock or mpu board, error 1261 indicates an operation/mechanical issue and error 1264 is an internal error. The errors were unable to be cleared. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is the damaged microprocessor. The microprocessor was replaced.